Event description:
It was reported that the patient developed a blister over the implantable pulse generator (ipg) pocket site after experiencing heat, pain and discomfort during an ipg charging session. The patient used neosporin and ipg site was bandaged.